Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit unable to verify pump error 35, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer went to a beach and after few hours the insulin pump started beeping with a broken force sensor was detected during seating or regular delivery alarm. The customer stated that the insulin pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The device will be returned for analysis.